Event description:
During the procedure the catheter became wrapped around a chordae in the left ventricle. The physician was unable to extract the catheter and the catheter also separated at the end. As it appeared to be firmly wrapped around the chordae, to avoid harm to the area, the patient was taken to surgery...patient to open heart surgery for removal. Manufacturer response for lasso nav duo loop cath, (brand not provided) (per site reporter).======================company rep was present for case...product has since this incident been recalled by the manufacturer.